Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation with the introducer fully inserted. The sheath and introducer were visually inspected for any abnormalities. The esheath was not expanded and there was a tear in hdpe at the distal tip along the vertical score line. The distal end of introducer was curved, with gouges on introducer shaft. No other abnormalities were identified. No relevant dimensional inspections were performed due to the condition of the returned device (hdpe split). No relevant functional testing could be performed due to the condition of the returned device (split sheath distal tip). The complaint for distal tip split was confirmed visually. The relevant work orders did not reveal any manufacturing related issues that could have contributed to the reported event. A review of complaint history from august 2015 to july 2016 for the edwards expandable introducer sheath set (models: 9610es14/16/cl/clus/j, 914/16es/cl/clus/j, and 916es20/23/26/29/cl/clus/j) revealed other returned complaints for ¿sheath distal tip ¿ split.¿ all sheath sizes are evaluated because the process of scoring the ID and od of the distal tip is identical for all sizes. A review of the complaint history revealed that the occurrence rates did not exceed the july 2016 control limits for the trend category of ¿damaged¿ for the expandable sheath set. No IFU/ training deficiencies were identified. During manufacturing of the sheath, after soft tip scoring and proximal trimming, the distal tip is inspected under 8-20x magnification for tears. Sheath shaft inspections are performed at component level as well as 200% final inspection by manufacturing and quality. These and other intensive inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint for ¿sheath distal tip ¿ split.¿ the complaint for sheath distal tip split was confirmed based on visual inspection of the returned device. No potential manufacturing non-conformances were identified. A review of the relevant DHR, lot history and applicable complaint history revealed no indication that a manufacturing issue contributed to the complaint. A review of manufacturing mitigations supported that the esheath has proper inspections in place to detect issues related to the reported event. Cer indicates that the patient¿s left access vessel, used with this complaint device, was moderately tortuous and moderately calcified. Gouges observed on the introducer shaft during visual inspection confirm the presence of calcification while the curve of the introducer shaft is indicative of vessel tortuosity. It is possible that these patient factors (calcification and tortuosity) also caused the split in the distal tip during advancement of the sheath. A definitive root cause for the reported event cannot be determined at this time. Since no manufacturing non-conformances and labeling/training/IFU deficiencies were identified, no preventative or corrective actions are required . Since no product non-conformances were conclusively identified in the returned product and the occurrence rates do not exceed the control limits for these trend categories, no product risk assessment (pra) escalation is required. The complaint for sheath distal tip ¿ split was confirmed. No manufacturing issues were conclusively identified in the returned product during engineering evaluation. No labeling or IFU inadequacies have been identified. Available information suggests that patient factors may have contributed to the event. Review of complaint history revealed that the occurrence rate did not exceed the july 2016 control limit for this trend category. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Thv tvt registry. Tvt registry reported a retroperitoneal bleed one day post procedure. Despite multiple attempts, no additional information was provided, particularly which side of the patient the bleed occurred. Per the initial case summary provided, the delivery system and sheath were removed, and no damage to the second sheath or delivery system was noted. The vessels were without complication. Echo reported no effusions, there was good perfusion and the valve was performing as expected. The patient was transferred to the unit for monitoring. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Although multiple attempts to gain information regarding this bleed were submitted, a response has not been provided. The original case notes indicate that during and post tavr, there was no injury to the patient, and echo confirmed no effusions and good perfusion post procedure, reporting and capture are being done conservatively. Although there was a split tip discovered on the esheath during an evaluation, it is not known if there is a relationship between the device and the reported retroperitoneal bleed. There is no reported indication or allegation by the operative user that this event is related to the device or procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During pre-deco evaluation it was determined that the distal tip of the esheath was split. During the transfemoral procedure, the 14f esheath would not advance so it was removed and the dilator was inserted. The tip of the esheath was damaged so a second esheath was pulled and then advanced. Pre-procedure site CT measurements were 445mm&#10241;nd 18.8x27.8 min/max for 16% oversizing with a 26mm s3. The sinus of valsalva (sov) was 33mm, and the sinotubular junction (stj) was 30mm. The patient's baseline rhythm was sb 50's. The procedure done under conscious sedation. The team was initially unable to advance the wire past the aortic bifurcation using planned access on the left side, so percutaneous access was obtained to the rfa, and pre-closed. The 14f esheath would not advance so it was removed and the dilator was inserted. The tip of the esheath was damaged so a second esheath was pulled and then advanced, with the physician noting more force than usual noted to push ds through the sheath. Per the discussion with the team, the reason for this force was anatomy. (There was no allegation of device malfunction against the delivery system). The patient's right femoral access as mild tortuosity with moderate calcification. The access vessel side on the right is 5.7mm x 6.1 mm. On the left femoral, the vessel is moderately tortuous with moderate calcification. The access vessel on the left is 8.0 x 8.8.